Event description:
It was reported that the pump touchscreen would time out intermittently without prompting, causing the customer to be unable to unlock the touchscreen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.